Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported that the there was remnants of adhesive within the feed line tubing where it connects to the feed line fitting, establishing a relationship between the device and the reported event the root cause was identified as a component failure due to the manufacturing process. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found no other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Complaint internal reference: (B)(4).

Event description:
It was reported that, during a debridement surgery, a versajet exact assy, 45 degree x 14mm had piece tubing was pulled out of the orange key. The hand piece was saved and did not touch the patient. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.